Event description:
Per the clinic, the patient experienced recurring skin issues and skin overgrowth at the abutment. The patient underwent a revision surgery on (B)(6) 2015, to equip the patient with a longer abutment.

Manufacturer narrative:
(B)(4). Implanted device remains.